Event description:
The customer called for help with his new contour meter. While troubleshooting, the customer alleged that he received a blood glucose reading of 2.3 mmol/l. The meter in question should have the units of measure locked in mg/dl. The customer did not allege any adverse events. The meter is to be returned for eval. A new contour meter kit was sent to the customer.